Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an broken module release latches was not determined because no products or device logs were returned. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that (2) two pump modules had damaged module release latches. Portion of the release latch was broken off. This was observed by bd representatives during their site visit. There was no patient involvement. Although requested, no further information was provided, and no device was returned for investigation.